Event description:
It was reported there was an error message. The service disk was used, but it did not resolve the problem, and the programmer would not reboot. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of serious programmer error. It was also noted that the electrocardiogram (ECG) connector was loose and the system fan was noisy.